Event description:
It is reported flow issues-over infusion. Additional information: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. As stated in the original complaint, the only adverse event that we are aware of was arm swelling and pain from rapid infusion of potassium chloride.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Additional information: (a) patient age, sex, weight, and race. B.5. Event details. (H) attached medwatch. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: potassium level of 2.5 prompted physician to order 20meq of potassium chloride in 100ml of normal saline to infuse over 2 hours. The entire 100ml infused over approximately 20 minutes instead of the programmed two hours.